Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to intractable spasticity. It was reported that the patient's pump was implanted on (B)(6) 2018 and explanted on (B)(6) 2018 due to infection. The patient noted that the pump was working well then "all of a sudden had infection." He noted the infection coincided with when the stitches were taken out. The incision didn't stay together and it came apart so bad that the patient could "see half an inch or better of the metal the pump was made of." The patient was calling to review the materials the pump was made of so he could start allergy testing. No further complications were reported.